Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and left side rupture. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and left side rupture. Device has been explanted.